Event description:
Account reports incidents in which a syringe is attached to the reported device, and within 30 minutues, cracking and subsequent leakage occurs. Reporter stated sometimes diprivan is the infusate, however, reporter added that he has noted "crazing" present in the reported device before usage and diprivan is not always utilized. Reporter state there was no negative outcome to the pt and stated, "it would be better if the medication went in the pt instead of in the bed".